Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the cathode coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. It was noted that there was placement difficulty and the helix would not extend or retract. The lead was removed before pocket closure and another lead was successfully implanted. No adverse patient effects were reported.